Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer stated they were sick, causing their blood glucose to rise. The customer declined to report the hospitalization. The customer also reported scratches on the insulin pump's screen and motor error alarms occurring. The customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.